Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: (B)(6) mr ous 3.50 x 20mm stent delivery system was returned for analysis. A visual examination of the stent revealed damage. Proximal struts 3-5 were damaged due to a kink in the stent. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed no signs of kinks or damage. An examination of the shaft polymer extrusion identified a kink/stretched region in the inner shaft polymer extrusion at approximately 4mm proximal to the proximal bond. No issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that shaft kink occurred. The target lesion was located in a coronary artery. A 3.50x20mm (B)(6)¿ drug-eluting stent was advanced for treatment. However, it was noted that the shaft was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.